Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of port placement procedure, when unwrapped the package it was noted that guidewire was allegedly kinked, and the inner package was compressed. It was further reported that the guidewire was allegedly discounted and cracked. There was no patient contact.

Event description:
It was reported that during the preparation of port placement procedure, when unwrapped the package it was noted that guidewire was allegedly kinked, and the inner package was compressed. It was further reported that the guidewire was allegedly discounted and cracked. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows a guidewire and few other components placed on a blue sheet surface and blood stains were noted. The guidewire is noted to be kinked / deformed throughout. The manufacturing site evaluation states, an initial view showed of the only image provided for evaluation showed a guidewire on a blue sheet, the wire was observed to be outside the plastic hoop, the conditions of the hoop are unknown, bends were observed through the body of the guidewire, traces of blood were observed through the blue sheet. Therefore, the investigation is confirmed for the reported guidewire kink issue. However, the investigation is inconclusive for the reported device damaged prior to use and packaging problem as the exact circumstance at the time of the event reported was unknown. The investigation is inconclusive for guidewire fracture issue as no evidence of fracture was found in the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.